Event description:
During an exam of a pt with a perforated aorta with leakage, the footswitch stopped working. There was no communication, and there was no extra footswitch available. The exam had to be interrupted. The customer complained that there is no possibility to initiate fluoro or exposures when the footswitch is broken. The customer tried to connect the charge cable, but the footswitch was "dead". The doctor had to lower the pt's blood pressure and keep him anesthetized until the next day. There were no consequence to the pt's state of health. This incident occurred in (B)(6).

Manufacturer narrative:
A defective wireless footswitch transmitter was found as the root cause of the described problem. Similar issues with this root cause are not known. The probability of loss of x-ray release in conjunction with the footswitch is considered in the risk analysis. As a result of the risk assessment, considering known complaints, even with a root cause and possible severity in connection with the risk analysis is considered, no further measures were determined. Under the safety section of the user's manual (B)(4) it is stated: "due to the complexity of the system, the loss of x-ray imaging or other system functions during an examination or procedure cannot be completed excluded. Risk of failure during interventions consider therefore, the need to establish emergency procedures in such cases". This event occurred in (B)(6).